Manufacturer narrative:
Concomitant medical products: 5568-53 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing. High left ventricular (lv) lead thresholds were also observed. The leads remain in use. No patient complications have been reported as a result of this event.